Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was poor barrier separation of the sample the following information was provided by the initial reporter and translated to english. The customer stated: "separation from the blood after centrifugation did not occur. The gel barrier remained at the same position further down. Plasma/monocytes/immunocytes did not take place."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-28 h6: investigation summary bd received 20 samples from the customer. The samples were visually inspected with no issues being identified. Retention samples were visually inspected with no issues being identified. Retention and control tubes were sent for further evaluation: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was poor barrier separation of the sample the following information was provided by the initial reporter and translated to english. The customer stated: "separation from the blood after centrifugation did not occur. The gel barrier remained at the same position further down. Plasma/monocytes/immunocytes did not take place."